Manufacturer narrative:
D10: 130-40-53 - nv gxl liner neutral, 40mm ID, group 3 cups: (B)(6). 170-40-93 - biolox delta femoral head 40mm od, -3.5mm: (B)(6). 180-01-58 - nv crown cup clstr hole 58mm group 3: (B)(6). 180-65-20 - alteon 6.5mm screw, 20mm: (B)(6). 180-65-30 - alteon 6.5mm screw, 30mm: (B)(6). 190-31-09 - alt ha s clr ext sz 9: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial right tha approximately 6 years and 8 months ago. Subsequently, the patient experienced pain. As a result, the patient is undergoing therapy. No further patient impact reported. No further information available.